Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient mentioned their controller was saying settings not available cannot provide your desired intensity settings. Patient also mentioned it doesn't seem to be going down during the day. Patient stated instead of going down to 30% or 40% after a day it's going down to 70% and it's only taking 20 minutes to charge instead of an hour. Agent asked patient if they were trying to increase or decrease the intensity and patient stated they were just trying to where they hit the button to press and hold to unlock and it said looking for device. Patient pressed ok and went to the settings available screen. Agent asked if patient were able to switch groups. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Patient (pt) called back stating they just met their rep since they had trouble where the ins battery only depleted in charge to 70% after a day when it normally was going down to 30% or 40%. Pts rep said the pt had a lead that had an impedance so they switched to another node. Now the ins battery stayed at 100% all the time for it was not working. During call pts stimulation was turned on using group b. Programs 1 through 4 all had intensity levels at 0.0. Pt increased intensity levels and was told to call their rep with further questions if needed. Pt called back stating their controller was showing intensity levels were at 0. During call pt went into all programs for group b and turned adaptive stim off. Pt will increase intensity level and if intensity reverts to 0 they were redirected to their doctor and rep.